Manufacturer narrative:
Note, information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
On 2016-04-27, information was received from a physician regarding a (B)(6) year-old, female patient who was receiving hydromorphone 25mg/ml at 1.8 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, following pump replacement, the patient's pain was not controlled. It was confirmed that the catheter was checked and patent and the pump was primed. The physician performed a dye study and roller study. The roller study confirmed that the rollers did move. The catheter study showed there seemed to be some extravasation (the results were also reported as normal). The physician decided to explore the pump pocket and there was a leak at the catheter connection to the pump. He reattached the catheter to the pump. As of (B)(6) 2016, the patient's lack of pain control was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.